Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2011-81668.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 701 mg/dl. It was stated that the customer took a meal bolus prior to bedtime, and woke up vomiting at 3:00am with a blood glucose of 588 mg/dl. The customer delivered a bolus, and by 5:00 am her blood glucose was over 600 mg/dl, and was having short, rapid breaths. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests, but failed the high pressure test, alarming motor error due to an occluded reservoir. The mother was very uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.